Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system and replaced power cord. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000533. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during preventive maintenance, it was discovered that the mobile viewing system power cord was damaged due to getting caught up in the wheel. Bare copper wire exposed. There was no patient present.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint. Passed continuity testing, no internal opens or shorts. Visual inspection shows damaged cable jacket and wire insulation. Damaged power cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000533, serial/lot #: (B)(6) rev. 1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.